Event description:
Complainant alleged that while attempting to monitor the heart rhythm of pt the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the pt; when they attached the device to the pt, the pt's heart rhythm was asystolic. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.